Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The setup joint (suj) was analyzed and found to have no errors. The unit was placed on in- house system and no errors occurred. The unit was placed on a testing platform to further troubleshoot. The unit passed all test required and the unit was a doa. The previous repair was axes controller setup (acu) board as a precaution. No issues were found at the time. Rfe logs confirm error 25730 was seen along with error 30,32115,40084. These errors were pointing to acu board for communication.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed multiple instances of recoverable error code 27530. The customer received phone assistance from the technical support engineer (tse). Review of the system logs confirmed that the patient clearance faulted from the umc board. The tse confirmed that the error fault was recovered and cleared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting multiple instances of recoverable error code 27530, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and tested the system. Results confirmed a defective proximal setup joint (suj). The suj was replaced to address the issue. The system was retested and verified as ready for use. Isi received the replaced suj involved with this complaint to perform failure analysis. However, the analysis has not yet been completed. This complaint is considered a reportable event due to the following conclusion: the customer experienced multiple non-recoverable faults during the procedure, however the procedure was completed. The fse went to the customer site and confirmed a defective proximal suj. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.